Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as the product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Affiliate reported, the customer was not able to hear alarms, and insulin pump does not generate any sound. No further details provided at time of call.